Event description:
It was reported to target that the coil could not be deployed through the catheter tip. This complaint was made a MDR when it was discovered during an eval that this product contributed to the MDR filed under 600078-1998-00021. There was no impact to the pt from this occurrence.